Event description:
The customer reported that the patient ECG printout showed a coarse ventricular rhythm.

Event description:
It was reported that the device lost power during a patient event. The patient had a witnessed collapse and a nearby paramedic responded to the situation. Several AED's were brought to the scene and the device analyzed the patient and advised a defibrillation shock but it lost power prior to providing therapy. Thereafter, a second lifepak 500 defibrillator that was brought to the scene failed to power on. A third defibrillator (unknown brand) successfully provided a defibrillation treatment to the patient. The patient was resuscitated. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported device issue of power loss after analyzing the patient ECG and recommending a shock. However, physio was unable to duplicate the reported issue after extensive testing of the returned device and battery. A conclusive cause of the reported event could not be determined.